Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient called to learn about adjusting their therapy and use of the programmer was explained. Patient reports therapy not working as well: patient is peeing more at night for about 2 weeks. Patient said that she first wakes up between 5-6 am and if she goes back to sleep that is when the issue starts. Patient saw hcp (healthcare professional) yesterday and was directed to switch programs. Patient said that they did switch programs yesterday, however, still have questions. While on the call the patient synced their programmer with their implant, and it showed stim was off. Patient felt stimulation after turning the therapy on and increasing the setting. It was noted patient also takes lasix in the morning. Patient services (ps) reviewed therapy information and explained that implant may not be able to compensate for the lasix. Patient planned to monitor her symptoms and adjust gradually as needed and to switch to other programs as well. Ps reviewed suggestion to discuss with hcp that prescribed lasix for any suggestions about timing of dosage. Per patient¿s husband patient experienced a shocking sensation in the bicycle seat area which occurred when he attempted to switch to program 2 yesterday and didn't check the setting beforehand and it was too strong. Caller said that the did switch to a different program and this resolved the shocking. Ps reviewed recommendation to check setting prior to switching programs and to turn stim off and down if the setting is higher on a different program. No further complications were reported or are anticipated.